Manufacturer narrative:
Investigation into this event showed that the issue was related to one patient and two specimens from that patient. The samples were tested as part of a comparison test. The alternate assay testing had been performed 3 (sample 2) and 7 (sample 1) months prior to the vitros (B) (6) assay testing. Samples were stored refrigerated for more than 2 days and then frozen prior to testing on the vitros assay. The sample storage exceeded the storage recommendations in the vitros (B) (6) assay instructions for use. Analysis of instrument datalogger files found no evidence to suggest the results in question were caused by an analyzer or reagent malfunction. The investigation was unable to conclude a definite root cause of this event. There was no allegation of patient harm as result of this event.

Event description:
A customer observed false negative (B) (6) results for two samples obtained from one patient and tested on a vitros eci analyzer. The results did not agree with alternate testing done with an alternate (B) (6) assay and western blot testing on the same samples. The laboratory did not report the false negative vitros (B) (6) result and there was no allegation of harm.